Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the hv cable and found the hv tank well was broken. He replaced the hv tank assembly, and performed a generator calibration as per service manual. He repaired improperly crimped wire on j8 and installed the new camera, and performed the beam alignment as per service manual. The unit is fully functional and operates as intended.

Event description:
The customer reported that the camera rotation was not working, the collimator takes a minute before it completely opens and the camera rotation is intermittent. Also the collimator was closing shut, and there was no x-ray.